Event description:
Allegedly pt presented to surgeon complaining of knee pain. Bone scan revealed hot spots around the femoral component and suspected cement loosening. X-ray revealed a high tibial cut and possible over stuffing. A revision surgery was performed, femoral component was well fixed and the tibial base was well fixed. Tibial insert showed minimal signs of wear.

Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. The device event code is addressed in the package insert. Although attempts have been made, the products have not been returned for evaluation. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00061, 00062.